Event description:
The user facility pathology lab called because the suspect device looked fried. They said the incident occurred on the night shift and someone saw it smoking. No one was injured. The base and meter are both melted and looked burned. The device was replaced and requested to be returned for evaluation.